Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation the pump operated within product specifications. Mmdg could not find any failures. The pump history was also reviewed. It was found that the infusion in question hadn't failed, but that the pump operator had chosen "resume rx" instead of "repeat rx". The selection of "resume rx" caused the pump to finish the last infusion instead of start a new one as expected. The cause of the reported complaint is user error.

Event description:
The initial reporter states that the device was set up "the same way it's set up every night". They state when the patient woke up the next morning the pump states that it had infused the entire 2000 ml infusion, but the bag was still full. The only alarm that occurred was the infusion complete alarm. The initial reporter stated that there was no adverse effects or harm to the patient. (B)(4).

Manufacturer narrative:
The device has not been returned to mmdg for evaluation. Because the actual device could not be inspected, mmdg has been unable to confirm the complaint.

Event description:
The initial reporter states that the device was set up "the same way it's set up every night". They state when the patient woke up the next morning the pump states that it had infused the entire 2000 ml infusion, but the bag was still full. The only alarm that occurred was the infusion complete alarm. The initial reporter stated that there was no adverse effects or harm to the patient. [Complaint-(B)(4)].